Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient continued to report discomfort at the implant site despite previous revision. Due to ongoing discomfort, the physician elected to relocate the neurostimulator pocket from the left side to the right side. During the pocket relocation procedure, the physician also elected to upgrade the system. The explanted device was removed for patient comfort and system upgrade purposes. No device malfunction or performance issue was identified or reported with the explanted device. The manufacturer representative (rep) indicated they would send any further information as they become aware.